Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. This event is therefore, reportable per 21 cfr part 803. The device was returned, visually inspected, and found to contain normal exterior surface dirt and wear, though a dent in the cap was noted. The unit's cap temperature was then monitored while cutting in bone for one minute (performed twice); the temperature increase in both tests was above specification. It was concluded that the dent in the cap prevented the button from retracting completely, causing the button to contact the set, ultimately resulting in friction and heat. Additionally, a DHR review was conducted for the lot involved as well as the previous and subsequent lots with no discrepancies noted.

Event description:
It was reported that a pt's lip was burned after coming into contact with a handpiece which reportedly overheated. The pt was given ice, though no medical/surgical intervention was necessary to treat the burn.